Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling, there was blood on the distal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood, and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during lead implant it was difficult to insert the stylet into the lead. The lead was not implanted and a different lead was used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.